Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed 17cc of fluid remaining in the atrion device. The inflation balloon to crimp balloon had no visual abnormalities. Review of the provided procedural cine imagery revealed incomplete valve deployment as the valve was partially inflated. A radiolucent bubble was observed within the inflation balloon. The 34mensio imagery revealed the tricuspid aortic valve with mild/moderate calcification. During functional testing, the balloon was inflated and deflated with no difficulty noted. No functional issues were found using the stopcock. No twist was observed on the crimp balloon and no visual abnormalities were observed on the inflation balloon post inflation. Additional benchtop functional testing was performed on the complaint device as well as sample devices in attempt to recreate the observation reported from the field. All replication studies were conducted under fluoroscopy to see what condition will be able to recreate the imagery seen from the provided cine. When inflating the delivery system with air in the device, air can be observed in the inflation balloon under fluoroscopy, like the reported event. Additionally, the diameter of valves deployed using delivery system with air in the device was smaller when compared to the control group (e.g. Waist observed on thv). Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Complaint history review from october 2019 to september 2020 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for the associated codes. Available information suggested it was possible that patient factors (tortuous anatomy) and/or procedural factors (torqueing system) may have contributed to the reported event. Alternatively, a potential manufacturing defect (inadequate mfg. Procedure/equipment) may have contributed to the incorrect balloon shape. Slow inflation/deflation of the device is a result of the incorrect balloon shape. A CAPA was previously initiated to conduct investigation and institute any necessary corrective and/or preventive actions as required regarding the incorrect balloon shape as a result of manufacturing. On other similar complaints, available information suggested, it was possible that a potential manufacturing defect (twisted crimp balloon) and patient/procedural factors (device manipulation, balloon leakage, mishandling of the devices/stopcock resulting in introduction of air into system, tortuosity, annular constraints) may have contributed to the reported event. The instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. Do not mishandle the delivery system or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g. Kinked or stretched), or the expiration date has elapsed. Visually inspect all components for damage. Ensure the edwards commander delivery system is fully unflexed and the balloon catheter is fully advanced in the flex catheter. To prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Verify proximal balloon shoulder greater than 1 cm distal to the sheath marker. Unlock inflation device. Initiate rapid ventricular pacing ensuring 1:1 capture, sbp = 50 mmhg, and pulse pressure < 10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a controlled slow inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Balloon should be fully deflated and un-flexed prior to retraction into sheath. Stop pacing and withdraw the balloon from the native valve. During the manufacturing process, the delivery system undergoes multiple 100% inspections. The s3 balloons undergo multiple 100% visual inspections, including prior to balloon pleating, folding and forming. During final inspection, 100% distal to proximal visual inspection is performed by manufacturing and quality. Additionally, product verification testing is also performed on a sampling plan. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed. No manufacturing non-conformance's were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigation's supported that a manufacturing non-conformance likely did not contribute to the reported events. The complaint description states, ¿air was noted in the ds during inflation. The valve was not able to be inflated fully. Following removal, the delivery system was inspected. The stopcock was loose. It was believed that the effects of the inflation affected the stopcock causing it to loosen.¿ if the stopcock had been loosened or not properly secured during the procedure, it is possible for air to be introduced in the system. Per the replication study that was performed, different scenarios were tested and showed that in prepping conditions where the stopcock is loose or improper de-airing was performed could have been factors that had impacted this case. Although the exact root cause was not able to be determined. Available information suggests that patient (annular constraints) and procedural factors (improper deairing techniques/loose stopcock, resulting in introduction of air into system) may have contributed to the complaint event. Since no manufacturing non-conformance's, labeling, training, or IFU deficiencies were identified, no corrective and preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, device preparation was carefully performed, and thoroughly de-aired. The devices were thoroughly checked prior to hand-off to the physician. A 23mm sapien 3 ultra valve and commander delivery system were then advanced through the 14fr esheath and aligned for deployment. During the valve deployment, air was observed in the delivery system during inflation and the valve was not able to be fully inflated. Post dilation of the valve was performed to complete the inflation. No injury to the patient was reported. The valve remains implanted in the patient. Following the removal of the delivery system, the device was examined. It was noted that the stopcock was loose.